Event description:
The end user reported the stretcher lost its pairing and powered operation when engaged with the fastening system and had to be manually loaded into the ambulance. Upon unloading at the hospital, the stretcher could not be released from the fastener. The patient was lifted from the stretcher and onto a hospital stretcher that was brought out to the ambulance. There were no allegations of adverse health consequences to the patient as a result of the delay in loading and unloading. After the transport, the end user was able to release the stretcher from the fastener and re-pair the stretcher with the fastening system.